Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis; her blood glucose (bg) at time of admission was 197mg/dl with large ketones. A family member reported that the patient had nausea and emesis. She said that the patient received intravenous insulin and fluids as treatment. At the time of the contact with animas, the patient was in the hospital and her bg was 240mg/dl. The family member stated that the battery cap threads were worn, the last battery cap replacement was about (B)(6) ago; she said she was uncertain if the pump had rebooted because of the damaged cap. The family member reported that the display screen was dim. She said that the bolus history adds up correctly with the exception of a 10:00am bolus that the patient said she delivered; the family member said that she was unsure if the patient delivered the bolus. She stated that the basal delivery history was accurate. The family member reported that the patient used thighs only as infusion sites for the past 2 and half years. She denied any leakage at the luer lock or at the tubing connector at the infusion site. She discovered air bubbles in the tubing and the cannula was kinked when it was removed. Customer support confirmed that there was no pump malfunction that might have caused or contributed to this event. They recommended rotation of sites to improve absorption, replacement of the battery cap every 6 months, and techniques to prevent air bubble formation, and monitor of bolus deliveries. This complaint is being reported because the patient experienced bg elevation that required medical intervention. The conclusion of customer support was that the bent cannula and several use errors were the likely causes of the hyperglycemic event. This complaint was forwarded to the manufacturer of the infusion set for assessment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery cap was unable to maintain electrical connection to the pump and rebooting was observed in the black box download; during testing the battery cap was found to be stripped and the battery compartment was found to be cracked. A test battery cap was inserted during testing. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint the display screen was found to be faded and the bolus button was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).